Event description:
MFR's investigation of returned product verified missing segments and the distortion of the strip icon. They also verified that icons appeared on the screen when the m and s buttons were pressed when they should have not appeared. No adverse event reported. The customer was not aware of the display issue. New system sent and return requested.